Manufacturer narrative:
H3: analysis of the lead, model b3300542, s/n (B)(6), revealed the returned lead passed all laboratory testing, with no anomalies identified. A known good lab stylet was used to perform the distal tip straightness test. The distal end of the lead is within the specified tolerance of 0.005 inches with a known good stylet fully inserted (refer to attachment 707935527_an_nrp0015-58574.docx). With the stylet withdrawn, the distal end conforms to the specified diameter of ø0.0525 mm (+0.0020, -0.0005) as per specification m968090a rev. H. However, a slight bend was observed along the body of the lead. The insulation body exhibits a memory curve corresponding to the bent stylet that was returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a deep brain stimulation procedure, the lead was curved and unable to be straightened for placement in the lead holder for implant. The lead was never implanted and was replaced with another lead. There were no environmental or external factors contributing to the issue. The problem was resolved by replacing the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.